Manufacturer narrative:
Received 1 used medium arctic gel cooling kit without the original unit packaging. The reported event was unconfirmed. Per the visual inspection, the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed, the energy connectors were found free of damages, it was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pads were submitted to the flow rate test under test method with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 5.25 l/min m2 of flow rate were registered during the test. Left chest pad: a total of 4.77 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.61 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.77 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that there was no flow. The pads were changed with no increase in flow. The device was then changed and there was no increase in flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow. The pads were changed with no increase in flow. The device was then changed and there was no increase in flow.